Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during filling. The device was filled with a non-baxter antibiotic drug and diluted with 0.9% sodium chloride. The fill volume was 100ml. There was no patient involvement. No additional information is available.